Event description:
As reported in the international journal of cardiology, 21 months after percutaneous coronary intervention (pci), follow-up angiography revealed delayed to healing at the overlap site of two cypher stents.

Manufacturer narrative:
A patient code for delayed healing could not be found. Therefore, "other" was used instead. The pt initially presented with a 2 week history of exertional angina. Coronary angiography revealed a 3-vessel disease. The pt underwent coronary artery bypass graft surgery with anastomosis of the right internal mammary artery (rima) to the distal left anterior descending artery (lad), the left internal mammary artery (lima) to the second obtuse marginal branch of the left circumflex (lcx) and aorta-radial artery to the right coronary artery (rca). The post-operative event was uneventful. Thirty nine months later, the pt developed recurrent angina and coronary angiography revealed a totally occluded distal rca with grade ii collaterals from the lcx. Pci was performed on the distal rca. A 3.0x28mm cypher and a 2.5x23mm cypher stent were deployed using an overlap technique. The pt had no angina for 10 months but then exertional angina recurred. Repeat angiography revealed progressive proximal stenosis of the rca. Repeat pci was performed with 2 cypher stents, a 3.5x23mm and a 3.0x23mm, at an overlap. Eleven months later, the follow-up angiography was conducted. It showed no in-stent restenosis but showed exposed stent struts at the proximal edge and at the overlap in the rca. At the mid-portion of the rca, the struts, although covered with neointimal, were discerned fairly easily. In contrast, the distal portion of the rca, stents implanted for 640 days, were thickly covered by neointimal and the stent struts were not visible. Please note that this device (lot no unk) is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. A male exhibited very delayed healing at sites of cypher stent overlap of the intima 21 days post-implantation as evidenced by visible stent struts. The pt experienced exertional angina and a cardiac catheterization revealed a 3-vessel disease. The pt underwent coronary artery bypass graft surgery including bypass of the rima to distal lad, lima to second om of the circumflex and aorta-radial artery to the rca. Approx 3 years later, the pt experienced recurrent angina. Coronary angiography revealed a totally occluded distal right coronary artery (rca), with grade ii collaterals from the circumflex (lcx). Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The acc defines total occlusion greater than 3 months old and/or bridging collaterals as a high-risk lesion with less than 60% success rate of treatment. It is unk the location of the bypass graft and if it was patent. Debulking of the lesion was not reported. Pci was performed and a cypher 3.0x28mm and a cypher 2.5x23mm were implanted using the overlapping technique in the distal rca. Ten months later, exertional angina recurred. Repeat coronary angiography showed progressive stenosis of the proximal rca, and repeated pci treatment with cypher 3.5x23mm and cypher 3.0x23mm using overlapping technique were implanted in the proximal rca. Approx 21 months after the implantation of the first 2 stents, follow up studies were performed and angiography revealed no in-stent restenosis, but it showed exposed stent struts at the very proximal edge and the overlap site in the rca. At the mid portion of the rca, the struts, although covered with neointima, were discerned fairly easily. In contrast, at the distal portion of the rca, the stents implanted for 640 days were thickly covered by neointima and the stent were not visible. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus eluting stents and bare metal stents. One of the predictors of very late stent thrombosis is stent overlap. The very late endothelialization in the overlapping segments may be contributed to the factors of drug overdose and a hypersensitive reaction to the polymer. In addition, the study reports that when sirolimus-eluting stents are overlapped there is a theoretical possibility that blood flow may be altered at the overlap site, thus preventing complete endothelialization. Stent overlapping may increase the likelihood of subsequent stent strut malposition and risk of thrombosis. The event description was captured from a literature review search; therefore, we are reasonably unable to obtain lot numbers to provide a DHR review. Based on the info provided and without the products available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Reference: angioscopic findings of delayed healing at sites of sirolimus-eluting stent overlap after 21-month implantation, international journal of cardiology, (2007). This one of two devices associated with the reported event that were reported under the following manufacturing numbers 9616099-2008-00374 and 9616099-2008-00375.